Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative was not able to duplicate the reported failure. As a preventive measure, a new anesthesia control board has been fitted and all tests and calibrations have been carried out.

Event description:
The hospital reported that, during patient use, the ventilator screen went black and shows a picture of ambu bag with an "internal failure switch off machine to restart" error message. There was no reported patient injury.

Manufacturer narrative:
"An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia." Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is (B)(4).